Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was prepped correctly with no issue and inserted after transseptal access over an exchange wire. Aspiration and flushing of the sheath were successfully performed at this point. A farawave catheter was advanced into the clear portion of the sheath, and the physician aspirated and flushed the sheath again. During aspiration, air was sucked into the sheath via the bleed back valve. Bubbles were also observed in the 20cc syringe during aspiration. The farawave catheter was removed from the sheath, and blood was seen leaking from the valve. Due to this lack of tight seal on the valve, the faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was prepped correctly with no issue and inserted after transseptal access over an exchange wire. Aspiration and flushing of the sheath were successfully performed at this point. A farawave catheter was advanced into the clear portion of the sheath, and the physician aspirated and flushed the sheath again. During aspiration, air was sucked into the sheath via the bleed back valve. Bubbles were also observed in the 20cc syringe during aspiration. The farawave catheter was removed from the sheath, and blood was seen leaking from the valve. Due to this lack of tight seal on the valve, the faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed that no outer abnormalities were noted. The faradrive steerable sheath was attempted to be leak tested by purging air out of the faradrive sheath by injecting deionized water into the flush lumen port. This was unsuccessful as water was observed to leak notably from the handle cap. Thus, leak testing could not be performed as the sheath could not seal pressure within the flush lumen line. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Deionized water was injected through the flush lumen port, confirming this location to be the source of the leak.